Event description:
It was reported that the patient underwent an aortic valve replacement (avr) procedure on (B)(6) 2023, prior to their left ventricular assist device (lvad) implant, that was complicated by profound cardiogenic shock and a standstill left ventricle. The patient was initially supported on (B)(6) 2023 with a centrimag acting as a central venoarterial extracorporeal membrane oxygenator (va-ECMO) with a left ventricle vent. A coronary angiography revealed patent vessels. Myocardial recovery was not observed, and the patient was transitioned to lvad support and a central right ventricular assist device (rvad) beginning on (B)(6) 2023. The patient was unable to be weaned from their rvad and goals of care were shifted to comfort care. The patient ultimately passed away on (B)(6) 2023 due to multisystem organ failure (msof). The death was not considered to be device or therapy related and the device operated as expected. Related pump MFR #: 2916596-2023-05687.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
D4 - device lot number was requested but could not be provided. Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag device could not be conclusively established through this evaluation. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us (united states) centrimag blood pump instructions for use (IFU) (rev. 09) lists death and multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure/dysfunction, respiratory failure, and right heart failure) as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. No further information was provided. The manufacturer is closing the file on this event.